Manufacturer narrative:
Reportable event type updated. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2017 due to a suspected fractured wire.

Manufacturer narrative:
The reported driveline fault alarms were confirmed per the evaluation of the submitted system controller log file. However, a cause for the driveline faults could not be conclusively determined. Furthermore, although driveline damage was suspected, driveline damage was not confirmed per the evaluation of the returned portion of the driveline. It was reported that the patient experienced alarms. Submitted log files were evaluated and driveline fault alarms were confirmed on (B)(6) 2017 and between 04aug2017 to 24aug2017. These alarms occurred on two different system controllers. On (B)(6) 2017, the patient underwent a pump exchange due to suspected driveline damage. The device was returned assembled. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that the deposition was present in the pump while it was operating. The deposition would have had minimal flow area obstruction if it was present during pump operation. No further depositions were identified. The device was returned with the driveline severed approximately 3 inches from the pump housing, and a ~24 inch portion of the severed driveline was returned. A portion of the original driveline was not returned. A driveline repair site was present on the severed portion. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Minor deformation to the bionate layer was identified at ~22" from the metal connector. The bionate was not breached and no further damage was identified in this area. No damage to the metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. Driveline fault alarms were not reproduced. The device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a driveline fault alarm and a low voltage advisory alarm while the patient was connected to the power module and power module patient cable at 0400. The patient was transported to the emergency room. Upon interrogation of the system controller history, it was observed that multiple driveline fault alarm occurred. The patient¿s system controller was exchanged. The patient was asymptomatic at this time. It was advised that the patient remain on batteries. The patient has had a previous percutaneous lead (driveline) replacement. After the system controller was exchanged, the driveline fault alarm continued. An ungrounded power module patient cable was utilized. No additional information was provided.